Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs on (B) (6), 2010 alleging that that the ultra meter powers off during use. A medical surveillance specialist (mss) spoke to the patient on (B) (6), 2010 and obtained the following information: the patient mentioned that on (B) (6), 2010 around noon, she attempted to test her blood glucose and the meter powered off during use. She did not exhibit any symptoms at the time of testing. Approximately an hour later the patient developed symptoms of feeling dizzy, hot and thirsty. She self-treated by drinking lots of water and taking 5 units of humolog, since she felt that her blood glucose was high based on her symptoms. The patient denied seeking any further medical attention and felt better an hour after self-treatment. The patient denied any misuse of the product. The batteries did not need to be replaced based on the information that was provided. The issue was not resolved via troubleshooting. The meter was replaced. The complaint is being reported since the patient alleged that due to the meter powering off during use, she developed thirsty and had to self-treat.